Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during implant, the surgeon was unable to lock the pump onto the miniature cuff, and there was additional tissue noted around the miniature cuff. The surgeon obtained a standard cuff and attempted to test the functionality of the pump locking mechanism. It was noted that the locking mechanism was functioning as intended initially, but after 2nd attempt at using the surgical tool to unlock the mechanism, the mechanism had been damaged. Due to this damage, a new pump was opened and implanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed damage to the cuff lock latch arm; however, the report of difficulty engaging the apical cuff lock to the mini apical cuff could not be confirmed. Although a specific cause for these events and the damage could not be conclusively determined through this evaluation, it was reported that the locking mechanism was functioning as intended with a standard apical cuff, but became damaged after the second attempt at using the unlock tool to unlock the mechanism. (B)(6) was returned assembled and wrapped in white wrapping with the pump cable intact. The modular cable was returned while the sealed outflow graft and sealed outflow graft bend were not returned. The cuff lock had been disengaged and partially retracted prior to the pump¿s return and the mini apical cuff was returned unattached. Upon disassembly, visual inspection of the cuff lock found no anomalies with the locking arms; however, the the latch arm had been bent outwards, causing it to come into direct contact with the pump¿s base plate. With the latch arm bent in this position, the cuff lock was no longer able to slide into the default or locked positions. The returned mini cuff showed remnants of several sutures but appeared free from damage or defect. Visual inspection of the cuff lock on a 1:1 drawing overlay revealed that the locking arms appeared to be within manufacturing specifications despite the bent latch arm. Review of manufacturing documentation, which includes measurements, functional testing, and visual inspection of the cuff lock for bent arms during assembly found no deviations in manufacturing or quality assurance specifications. Based on the reported event and the observed bend in the latch arm, damage to the cuff lock latch arm appeared to be a result of applying a high load to the cuff lock and unlock tool during connection; however, the exact time and cause of the cuff lock damage was unable to be conclusively determined through this evaluation. Upon disassembly of the returned pump, visual examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. The left ventricular assist device event and periodic log files retrieved from the returned device captured the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage, cycling the lock 10 times, engaging the lock with a dummy apical cuff, and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU is currently available. The IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 left ventricular assist device (lvad). Section 5 of the IFU, "surgical procedures", states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency.¿ the heartmate 3 lvas surgical hand tools IFU also provides information on how to properly disengage the slide lock mechanism from the apical cuff. This document instructs the user to advance the tip of the unlock tool into the slide lock tab with the pivot pointing away from the pump and warns the user to not advance the unlock tool any further after the tip has been engaged. The user must keep the shaft of the unlock tool parallel to, and resting on, the pump housing. Finally, this IFU instructs the user to rotate the unlock tool approximately 90 degrees until the slide lock unlocks. The heartmate 3 mini apical cuff kit IFU is also currently available and explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. In addition, this section describes how to insert the pump into the ventricle. This IFU cautions: when sewing the mini apical cuff to the exterior of the heart, the felt surface should have a flat or convex shape. This is so that the pump and slide lock mechanism can engage the metal ring on the mini apical cuff. The suture knots should not interfere with the connection. If a sealing agent is used on or near the mini apical cuff, it should not interfere with the slide lock mechanism. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the mini apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the mini apical cuff to visualize what might be preventing the connection. The mini apical cuff must be affixed to the left ventricle only by the sew-then-cut method. Using the cut-then-sew method may lead to challenges with engaging the slide lock mechanism. The mini apical cuff must be affixed to the left ventricle only by the prescribed technique in this document to avoid challenges with engaging the slide lock mechanism. No further information was provided. The manufacturer is closing the file on this event